Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening.

Event description:
Patient reported right side deflation and mentioned the recall of natrelle implants. The device was explanted.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "2006", but the field was not populated as the device was not manufactured until (B)(6) 2006. Implant date will be updated if additional information is received that aligns with the manufacturing date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and mentioned the recall of natrelle implants. The device was explanted.